Event description:
During follow-up, overestimation of device longevity was observed. No intervention was performed; the patient was stable and will continue to be monitored; there were no adverse consequences.